Manufacturer narrative:
(B)(4).according to the customer the device will not be sent to baxter. Since the device has not been received, no evaluation can be conducted. Therefore, neither the confirmation nor the cause for the malfunction cannot be determined. Should the device become available or if additional information be received, then a follow up medwatch will be submitted.

Event description:
The biomed technician reported a colleague infusion pump with failure code 404. It is unknown when this event occurred; however this had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to this device. The user interface module software version is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.